Event description:
During an implant procedure, a decrease in the pacing impedance and an increase in the capture threshold resulting in a loss of capture were observed on the leadless pacemaker (lp) following the fixation of the lp. Additionally, a docking issue was observed during the implant. While attempting to reposition the lp, difficulty docking the lp to the delivery catheter was observed, however following manipulation, the lp was docked and repositioned. The lp was able to be successfully implanted and the patient was stable. Following the procedure, a pleural effusion was discovered via an echocardiogram. A pericardiocentesis was performed, but was unsuccessful in stabilizing the patient. An additional surgery was performed and a cardiac perforation was observed at the point of the first device fixation and it was successfully sutured. Following the procedure the patient was transferred to the intensive care unit (ICU) and was stable.

Event description:
Additional information was received that the effusion resulted in a tamponade.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.